Manufacturer narrative:
(B)(4): eval method = device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic rec'd info that this transcatheter valve and delivery system needed to be surgically removed from the pt. It was reported that the doctor tried to inflate the balloon in balloon while the transcatheter valve was still sheathed; the valve was then unsheathed and the balloon in balloon slid below the transcatheter valve and couldn't be repositioned correctly. The valve was unable to be deployed and the delivery system could not be removed from the pt. The pt was converted to surgery where the conduit was replaced, and the transcatheter valve and delivery system were removed. The pt recovered normally with no adverse effects.